Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during set-up to an unspecified surgical procedure it was observed that the tip of the impactor device cracked and fell off. According to the report, the event occurred during a test fire of the cap head adapter device. It was reported that there was no delay in the procedure as a spare traditional head impactor device was available for use. It was reported that there was no loosening of the device. It was reported that no fragments of the device fell into the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: correction: b5, e1: please note the information included in the b5 section of the initial medwatch report was reported in error. During a subsequent follow-up with the reporter, additional information was obtained. The reporter confirmed that the event occurred during an unspecified surgical procedure, and the device broke into two pieces. It was reported that there was no delay in the procedure and no patient harm. It was reported that no fragments of the device fell into the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. This information does not change the reportability of the file. Please note that the incorrect contact information was inadvertently entered into section e1 in the initial medwatch report. This information has been updated. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the adapter device and observed that the device broke in two pieces was confirmed. An assessment was performed and found that the adapter device cracked into two pieces at proximal end. It was observed that the replacement cap cracked. Therefore, the reported condition was confirmed. It was determined that this condition was due to having been being dropping or mis-aligned during use. It was further determined that the device failed pretest for visual assessment, and end cap thread assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error.